Event description:
It was reported that the pt (who is bilaterally implanted) has had multiple electrode channels disabled due to hi impedances and short circuits with his right implanted ear. The hi impedances have been progressive and now only 3 electrode channels remain active. There has been no report of accident or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.